Event description:
A pt supported by left ventricular assist device (lvad) noticed an air leak from the connection between the polysulfone vd case and the metal tubing for the pneumatic line. The connection was immediately tightened and secured with no effect on the pt. Follow up conversation with the personnel at the site indicated that the lvad continues to function normally without further incident. After explant the device will be returned to thoratec for further evaluation. Any necessary corrective action will be determined upon completion of the failure investigation.